Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected. Results:the visual inspection revealed small vertical cracks underneath both chamber ports. A dent was also observed in the base of the chamber. There have been no similar complaints for lot number 131008. Conclusions: we were unable to determine the cause of the damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. We note that the chamber had been in use for 4 days before cracking occurred. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare distributor that an mr290 humidification chamber was leaky. This was being used with an airvo2 humidifier. No patient consequence was reported.